Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead had noise, was "not pacing right" and was fractured. The patient indicated the issues persisted for approximately two years and eventually the lead was replaced. No patient complications have been reported as a result of this event.